Event description:
Complainant alleged that the medics were responding to a non-life threatening emergency they attempted to monitor the pt (age and gender unk), but the device would not power up. The medics then changed the device battery, but the device still would not power up. As the medics were transporting the pt, they met another ambulance enroute to the same call, and they were able to use that aumbulance's device to monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.